Manufacturer narrative:
Failure analysis revealed that all buttons did function properly. No damage to keypad traces or cosmetic damage noted. However, the insulin pump had an intermittent button response due to the open connector on the lcd board.

Event description:
Customer reported a button error on his insulin pump. Customer's blood glucose is 114 mg/dl. He stated the buttons became unresponsive. Customer changed out the batteries and the device alarmed battery out limit. He replaced the battery again and shortly after the buttons stopped responding. The device was not dropped or exposed to moisture. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.